Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with ketones; however, a specific value was not provided. Due to this, the customer required assistance from their mother, who administered a correction injection via manual insulin therapy. The customer changed the infusion set and cartridge and resumed insulin.